Manufacturer narrative:
Additional information: it is unknown if the cutter returned to the housing. The device was removed safely without injury to patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone 6f h1-m was returned connected to the cutter driver. No other ancillary devices were included. The hawkone 6f h1-m was inspected. The cutter was retracted back into the cutter window. The cutter window distal rim was penetrated and pushed distal. A flap of the platinum iridium was noted within the housing lumen. The outside of the cutter window showed lateral creases to the platinum iridium. The thumb switch was advanced; however, the cutter crashed into the distal rim of the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a hawkone h1-m device with a non-medtronic 6fr sheath and a non-medtronic 0.014 guidewire during treatment of a 40mm plaque 80% stenotic lesion in the in the patient¿s mid right superficial femoral artery (sfa) of diameter 6mm. No tortuosity and slight calcification were reported. IFU was followed during preparation, procedure and post procedure and the device was prepped without issue. The vessel was not pre-dilated. It was reported that the thumb switch would not turn off. The procedure was completed using laser atherectomy. No patient injury was reported.